Event description:
Customer states he did back to back comparison using the advantage system and his dr's meter. Blood glucose measured 111mg/dl on the dr's meter and 400mg/dl on the advantage system. No qcs were run on the advantage system. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.